Event description:
On (B)(6) - the dealer reported that the t94hc transport wheelchair footplate was found cracked. There was no patient injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model t94hc, serial number/date (B)(4) is approximately one year old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.